Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) had a fiber optic mod failure. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4,d9(return to manufacture date),g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate fiber optic failure, however, replaced fiber optic module as a precaution. All functional and safety test were performed and passed. The failure analysis and testing department received a unit with a reported failure of fos error in logs. A visual inspection was performed and the unit was found to be in good condition. The unit was installed in the designated test fixture and tested to factory specifications per the applicable service manual. No failure was confirmed during testing. The unit is being retained in the failure analysis and testing department per internal procedures.